Event description:
In 2007, the patient reported that he discovered his infusion device had shut down at approximately 5:30pm. He stated he bolused at 12:30 pm and the device was functional. He stated he changed the battery and the infusion device would not power on. He stated that he gently tapped the device and it turned on for a short period and he received a low battery alert and the device turned off again. He inserted two new batteries and the device would not power on. He was instructed to insert he batteries from his backup infusion device and he was still not able to turn the infusion device on. His blood glucose at 7:30pm measured 223 mg/dl. His normal blood glucose range is 120-180 mg/dl. The patient switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.